Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one MRI isp port with groshong catheter in two segments was returned for evaluation. Visual, microscopic, and functional evaluations were performed. The investigation is confirmed for pinch off, as the returned catheter was separated into pieces with break surfaces indicating pinch off. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch-off. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate

Event description:
It was reported that approximately one year and seven months post port placement via right subclavian vein allegedly an x-ray image demonstrated a catheter fracture and the distal catheter segment had migrated into the heart. Reportedly, the distal catheter segment and port were removed with a snare. There was no reported patient injury post removal procedure.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately one year and seven months post port placement via right subclavian vein allegedly an x-ray image demonstrated a catheter fracture migrated into the heart. Reportedly, the catheter segment and port were removed with a snare. There was no reported patient injury post removal procedure.